Event description:
A consumer implanted for non-malignant pain reported that in 2013 they experienced a (B)(6) at the implantable neurostimulator (ins) site four to six weeks after implant. As a result the consumer was given IV antibiotics, was hospitalized, and the device had to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.